Event description:
A customer reported the unit kept displaying an occlusion and problems with aspiration during the sculpt mode of a cataract extraction procedure. The handpiece tip and the fluid management system were switched out, but did not resolve the issue. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).